Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. D4: lot number is unknown. The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a 10 cm (4") ext set w/surplug micro clear, rotating luer where the reporter stated that valve returning failure. Blood leakage occurred. There were no reported patient involvement and harm.